Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. E1; reporter institution phone number (B)(6). E1: reporter phone number+ (B)(6).

Event description:
The customer reported that the device getting speaker error. It is unknown if the device was in clinical use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed at the bench facility. The device was evaluated and it was determined that the issues was associated with the mainboard and that it needed replacing. The mainboard was replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the device is getting speaker error. It is unknown if the device was in clinical use at time of event, and there was no adverse event reported. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided.